Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
Customer alleged that the pump was miscalculating insulin output because blood glucose levels were difficult to manage. During system check with tandem technical support, the pump performed as intended. Pump calculations were reviewed and the customer acknowledged that the pump was performing as intended and the pump calculations "made sense". Customer reported recently losing weight and doing a lot of exercise. Endocrinologist advised customer to adjust two basal rates, change carb ratios, and correction factors. Customer reported that bg levels have been managed effectively since.